Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test and displacement test. No unexpected pump error 63 alarm noted. Successfully downloaded history files and traces using thump. Pump error 63 alarm (file number: 2017 line number: 147) was found on: (B)(6) 2024 15:24:06.000 and (B)(6) 2024 15:40:37.000. Pump error 4 alarm was found on: (B)(6) 2024 15:24:06.000. Pump error 4 alarm and pump error 63 alarm (file number: 2017 line number: 147) were confirmed according in the formatted history file, suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 14-oct-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 12:58:00.000, (B)(6) 2024 11:31:00.000, (B)(6) 2024 13:06:00.000 and (B)(6) 2024 16:15:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 10:16:58.000. Sensorsignalnotfound (796) was found on: (B)(6) 2024 13:54:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6) 2024 12:41:42.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. However, pump error 4 alarm and pump error 63 alarm (file number: 2017 line number: 147) were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.